Manufacturer narrative:
Investigation summary: one sample of item number mz9266 was submitted for quality investigation. The customer complaint of separation was verified by visual inspection of the tri-fuse extension set. Evaluation of the extension set shows that there is a male luer connector collar missing from the tri-fuse extension set. There does not appear to be any damage on the luer adapter body, and it does not indicate that excessive force was used to remove the luer connector collar. A device history record review for model mz9266 lot number 22129210 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing location has been made aware of the failure. Samples had been forwarded to the manufacturing location. Unfortunately, the samples were lost during the transportation to the manufacturing location. Due to the sample being lost a root cause for the failure could not be determined.

Event description:
It was reported that part of the bd maxzero¿ multi-fuse extension set with needleless connector broke off. The following information was provided by the initial reporter: "he informed the item is broken that attached to the pht mz9266."

Event description:
It was reported that part of the bd maxzero¿ multi-fuse extension set with needleless connector broke off. The following information was provided by the initial reporter: "he informed the item is broken that attached to the pht mz9266".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.